Manufacturer narrative:
This report is submitted january 4, 2018.

Event description:
Per the clinic, the patient sustained a head injury at the implant site on (B)(6) 2017, resulting in a performance decrement with device use. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.